Event description:
Reported false negative sars result for 1 symptomatic patient. The customer communicated the result was confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with returns. Source: email.